Event description:
The customer requested a part number for a replacement speaker due to speaker malfunction error and no audible sound.the device was in use on a patient. There was no report of patient or user harm.